Event description:
It was reported by the manufacturer's representative that a physician¿s handheld was intermittently not working. He was using a demo generator for interrogation and received an error message stating ¿failure to receive all bytes in sequence.¿ a company representative was able to successfully interrogate the generator using his own handheld. He attempted to use his wand with the physician¿s handheld but the interrogation was not successful. The company representative was not able to complete troubleshooting with the physician¿s programming system at the time, so the exact cause of the communication error was unknown. Manufacturing records for the handheld showed the device met all specifications prior to distribution. The physician received a new tablet as an additional report was received that the handheld was not responding to screen taps (reported on MFR report #1644487-2013-03540). Additional information was received that the site is not having any problems using the tablet and wand. Based on the information received to date, the communication errors were not due to a device failure with the wand as the wand was working with the new tablet. A problem with the handheld has not been ruled out. Good faith attempts to obtain the handheld back for analysis have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected but did not contribute to a serious injury.

Event description:
The handheld device was returned to the manufacturer for analysis. Analysis of the handheld was completed on (B)(6) 2014. The serial cable was not returned for analysis. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.